Manufacturer narrative:
Age at the time of event: probably (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01688. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and watchman ® laa closure device & delivery system were used. The closure device was so far distal that it was against the wall of the laa. There was not much back bleed initially. Once the access sheath was pulled back and the device was deployed, air was noticed. The patient experienced hypotension and st elevation. The patient was treated with fluids. A non-bsc catheter was inserted into the left ventricle to aspirate for about 5-10 minutes then the air was gone. The patient was back to their normal blood pressure. They did not implant the watchman; they aborted the case as the patient¿s anatomy did not accommodate the device. Post procedure in the hospital, the patient experienced a little chest pain, but was then stable after that.